Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
An article published in the american journal of ophthalmology was received on (B)(6) 2020, entitled 'comparison of toric implantable collamer lens and toric artiflex phakic iols in terms of visual outcome, a paired contralateral eye study.' The article states that after implantation of the visian toric implantable collamer lens (ticl), 3 eyes developed an increase of iop after 3 weeks. These were treated with timolol for 1 month and the problem was resolved. Also 52% of patients reported some degrees of glare and halos which improved over time.